Event description:
During an unspecified procedure. Pneumoperitoneum leaked form the device. No pt injury reported.

Manufacturer narrative:
12/23/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.